Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone 3.5 mg/ml at 0.9006 mg/day and bupivacaine 35 mg/ml at 9.006 mg/day via an implanted pump for non-malignant pain. A damaged personal therapy manager (ptm) was reported. The patient had just moved and had her last refill about a week ago and had been in pain for a week starting on (B)(6) 2017. It was noted at the end of december 2016 when the pump was supposed to be taken care and refilled the patient pushed it past that due date and was looking at her ptm and her hcp did not sign the order when he was supposed to. The patient was moving and knew everything was fine. On (B)(6) 2017, the patient¿s pump went empty. Home infusion came out and refilled the patient¿s pump and the ptm would show she was getting a ¿b¿ with a checkmark. The patient had not had any pain relief even though the ptm said she was getting a bolus since she was refilled and they did not change any of the patient¿s medication or dosing. The patient was requesting a ptm replacement. The patient has had issues with the ptm in the past and thought she wanted to exchange it to see if that addressed her issue of not having any pain relief. Troubleshooting was not performed. It was noted because the patient just moved she wanted to try and exchange the ptm and see if it helped. She would like a replacement ptm to compare if the replacement would give a bolus different than what she was getting now. The patient was transferred over to repair for a ptm replacement; however it was reviewed it did not feel it would resolve the patient¿s issue of effect from the medication. There was no out of box failure. The patient was redirect to the healthcare provider (hcp) and the patient had an upcoming appointment and would follow up but wanted to exchange the ptm first per her request. The patient was working on finding a new hcp since she just relocated.